Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial (ra)lead was dislodged. On (B)(6) 2022, the physician elected to reposition ra lead. The patient was recovering after the procedure.